Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer found the sipper flowpath was not clearing waste. He replaced the rinse mechanism tubing, valves, and vacuum diaphragms and performed system adjustments and checks. He performed a cell blank measurement, precision testing, and ise checks with acceptable results. After service, the customer performed ise calibration and qc with passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for one patient tested on a cobas 6000 c (501) module. The customer confirmed there have been ongoing ise issues and their ise qc has been erratic. The patient's initial results were reported outside the laboratory. Due to erratic qc, the customer performed repeat testing on an istat chem8 analyzer. At 03:06, the patient's initial results were na 133 mmol/l and k 4.19 mmol/l. At 13:22, the patient's repeat results were na 139 mmol/l and k 4.9 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na and k electrode lot numbers and expiration dates were requested but not provided.